Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ additional. D: device identification - correction. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation/correction. H3: device evaluated by manufacturer ¿ additional. H6: investigation findings - additional. H6: investigation conclusion - additional.

Event description:
It was reported that transmitter failure occurred.  Product has been received but is pending evaluation. A follow-up will be submitted upon completion.  No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) product registration- corrected information, b5: describe event or problem - additional information, h2: type of follow up- additional information/ device evaluation/correction, h3: device evaluated by mfg- additional information, h6: additional information.

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).